Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 31. On (B)(6) 2025, the implant was removed upon clinician¿s decision. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling and bleeding. No further patient complications were reported.